Manufacturer narrative:
The reported user interface holder was investigated at the hosp by our service mgr. The user interface holder was verified broken, the unit was repaired and tested, all test passed successfully. The broken panel holder (user interface holder) implies that the panel unit has been exposed to high external mechanical forces. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6 ms, and total number of 1000 impacts. It's unk to us under which conditions the reported panel holder broke.

Event description:
It was reported that a ventilator was found with a broken panel holder. The panel holder holds the user interface onto the ventilator system. There was no pt involvement. (B)(4).